Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that assistance was needed to set up the insulin pump. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting assisted the customer with programming the pump and reminded customer of information on the website. No additional assistance was needed.